Event description:
A report was received that the patient was admitted to the hospital due to an infection at the lead site. The patient was experiencing symptoms of fever and warmth at the lead site. The physician administered IV antibiotics and the patient is stable. The patient will be administered antibiotics for three months. The physician does not feel that the infection is device or procedure related.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2366-50, serial # (B)(4), description: linear 3-6 lead, 50cm.